Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed a failure might have occurred in a scope slider; however, the investigation was unable to determine the cause of the reported issue since there was no additional information.

Event description:
A user facility reported to olympus that, the evis exera iii xenon light source had an error code b30 with red lines on image. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported a squiggly lines on the device. Tac advised the customer to wipe the pins with alcohol and allow it to dry then try again. Customer then stated that the lines seem to clear and returned. Tac informed the customer to reseat the scope communication cable in the back and find the connector. The troubleshooting worked for one scope but not the other. The customer will test the working scope again to make sure it¿s the scope issue and not the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. H3 other text : troubleshooted over the phone